Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of true non-sustained ventricular tachycardia (vt) episodes were incorrectly discriminated by the device due to morphology match, which resulted in a lack of therapy. Further episodes have been reviewed and therapy was appropriately delivered for the same vt. No intervention has been performed at this time. The patient was stable and will continue to be monitored.